Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the pivot pin is bent. A previous investigation found the pivot pin was observed to be bent where the pull rod would open to install the upper half of the tensile bar. The cause is user error; the device was actuated without a tensile bar in place. Without the bar being installed, the pin would bend or stretch instead of pulling apart the tensile bar. Once the pin is bent or bowed in the center, the distance between the upper and lower pull rod segments cannot be drawn close enough together to install the tensile bar. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The instrument has a broken hinge.